Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt's capsular bag fibrosed leading to anterior vaulting of the lens. Reportedly the pt noticed a decrease in vision. The lens was subsequently exchanged. This report is for patient's left eye. Additional info has been requested, but no new info has been provided.